Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, intermittent loss of capture was noted on both the right ventricular (rv) and left ventricular (lv) channels. Moreover, noise resulting in oversensing was also noted on the rv lead. However, no diagnostic imaging was conducted to confirm the supposition. Then when the system was reviewed during a surgical procedure, it was noted that the set screw on the header of the device for the rv lead was loose. On the other hand, there were no visible concerns with the lv lead. The electrical parameters for the lv lead were also within normal limits. The set screw for the rv lead was retightened to resolve the event on the rv channel while no intervention was conducted on the lv lead. The patient was stable with no consequences.